Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc was given permission to remotely connect. The ccc found the calibration and quality control (qc) was in range. The following day, the customer replaced qc with a new lot (lot 23623v) and found qc was out. The customer unloaded that lot (lot 23623v) of qc and loaded a new lot of qc, resulting in range. The customer did not run samples when qc was out of range. The ccc reviewed the data. The data showed two wells sequences that had elevated results. The ccc requested the customer to perform a lookback and review possibly affected samples. The customer ran 10 repetitions of level 1 qc, resulting in range. The customer stated that the lot to lot comparison performed as expected. No further issues were found or reported by the customer. The cause of the discordant, falsely elevated cardiac troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin results were obtained on six patient samples on a dimension vista 500 instrument. The initial results were released to the physician(s). The customer repeated the same samples on the same instrument, resulting lower. Sample ids (B)(6) had corrected reports issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin results.